Manufacturer narrative:
The prograsp forceps instrument was returned to isi for evaluation with no reported issue. The instrument release kit (irk) was used on the instrument due to a non-recoverable error on the system. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found. The instrument was fully functional. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. The system logs confirmed errors 25003 and 25100 occurred, which refer to a software issue. There were no other observed events that would suggest a product issue, and all other logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures with the exception of the large needle driver with part # 42006-12, lot # n 10190909-467, which had reached its final usage. A site review shows no complaint filed against any of the other instruments. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: during a da vinci-assisted radical prostatectomy surgical procedure, the system had repeated non-recoverable errors 25003 and 25100, whereby all 4 arms of the patient side cart (psc) were blinking yellow. The technical support engineer (tse) guided the customer to unclamp the prograsp forceps, which was grasping unspecified tissue, using the instrument release kit (irk) and restart the system to resolve the errors. A backup prograsp forceps was used and the procedure was completed as planned. The issue occurred during dissection of the santorini plexus, which bled a little and the surgeon used a third-party clip to close the bleeding vessel. Although the cause of the bleeding as well as the amount of bleeding are unknown, the placement of a clip, suture, staple, or other intervention that was not planned, to control bleeding of a vascular structure is a medical intervention to preclude permanent impairment , and thus, is a reportable adverse event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system had repeated instances of non-recoverable errors 25003 and 25100, whereby all 4 arms of the patient side cart (psc) were blinking yellow. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to unclamp the prograsp forceps, which was grasping unspecified tissue, using the instrument release kit (irk) and restart the system to resolve the errors. A backup prograsp forceps was used and the procedure was completed as planned with no reported injury. On 04-june-2021, isi followed up with customer and received the following additional information. The delay in the procedure occurred while the surgeon was cutting the santorini plexus, which bled a little. The surgeon closed it with a clip from another manufacturer. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.